Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and uterine prolapse ('uterine prolapse') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). At the time of the report, the medical device removal and uterine prolapse outcome was unknown. The reporter considered medical device removal and uterine prolapse to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:medical device removal and uterine prolapse. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and uterine prolapse ('uterine prolapse') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse (seriousness criteria medically significant and intervention required), abdominal distension ("belly button popping when tummy swells and painful") and abdominal pain ("belly button popping when tummy swells and painful"). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). At the time of the report, the medical device removal and uterine prolapse outcome was unknown. The reporter considered abdominal distension, abdominal pain, medical device removal and uterine prolapse to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:medical device removal and uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 23-mar-2020: new events belly button popping when tummy swells and painful were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') and uterine prolapse ('uterine prolapse') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy and bilateral salpingectomy). At the time of the report, the medical device removal and uterine prolapse outcome was unknown. The reporter considered medical device removal and uterine prolapse to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media:medical device removal and uterine prolapse. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.